Event description:
It was reported that pump displayed malfunction code and fault message, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, and successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.